Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open low anterior resection, the jaws did not open after the second firing on the rectum. There was neither unexpected resistance nor noise in firing. The release button did not function. Eventually, the device could be released while the retaining pin tried to be returned and the release button was pressed repeatedly. Then, it was found that some deployed staples were malformed in patches on the whole staple line. Colostomy was performed because the stapling site was super low and could not be additionally cut.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40g device was received in good visual conditions and with a reload not loaded in the device. The reload was received void of staples, with the washer uncut and loose, with the drivers partially advanced and with the knife recess below the cartridge deck. This condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.